Event description:
The customer reported via phone call that they were hospitalized due to high blood glucose levels on (B)(6) 2021. Customer stated they were hospitalized for 5 days. Customer reported that they fell sick due to the booster shot. Customer's blood glucose level was at 510 mg/dl during the time of event. Customer's current blood glucose level is at 50 mg/dl. Customer was hospitalized for overnight due to diabetes ketoacidosis. Customer was treated for high blood glucose event. Customer had been using insulin pump system within 48 hours of reported event. The auto mode feature was on at the time of event. The insulin pump will not be returned for analysis.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer also stated that her transmitter was not connected to pump. Helpline found out that she had turned off the pump while she was at the hospital, which removed the transmitter serial number from the connected devices. During the hospital stay, customer had removed the sensor (that was on for 3 days) and set and put on new sensor and set. However, both stayed on for less than one day. Customer was not sure why product was not adhering. Customer was thinking it might be due to sweating.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. The information related to the event has been updated and provided in b5 section of this report.